Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the power distribution controller, the universal serial bus (usb) drive, and updated the data code to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The customer informed to have contacted her sales representative to have the evaluation and repair performed.

Event description:
It was reported that during patient use, a ventilator became inoperable. The patient was transferred to another ventilator without harm.